Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the electrode lead was found in the outer ear canal on (B)(6) 2013 during ear wax removal. The pt reported an obvious decline in his hearing performance. The pt was re-implanted on (B)(6) 2013.